Event description:
It was reported that the patient was charging more than expected. The patient stated she was "at 100 percent and not maintaining." The 8840 programmer stats showed "ending at 50%." It was noted that the patient experienced a back injury one year ago and the recharging issue had been happening since that time. It was reported that the patient wanted the implant out. It was noted that impedances were within normal limits, expect for contacts 0 and 2, which were never used.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported, the patient had fully charged the implant but the clinician programmer showed that the implant had not filled up. It was stated the implant was not maintaining the charge.

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead (B)(4).